Event description:
Customer referred to process for recall. Customer complaint: good day my wife was burned by the pad and required medical attention for several weeks due to the burn. Who should we contact about this? Thanks tony.